Manufacturer narrative:
The customer rebuilt the reagent syringes performed precision test and reran the samples and the instrument corrected performance. A review of tickets determined that there is normal complaint activity for lot 55005un19 trending review determined no adverse trend for depressed results for the product. Return testing was not completed as customer returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or product deficiency of the calcium reagent, lot number 55005un19 was identified.

Event description:
The account generated false depressed alinity I calcium when processing on the alinity I processing module. Patient 1 original: 5.91, rerun 9.57 mg/dl. Patient 2 original: 5.43, rerun 9.42 mg/dl. Patient 3 original: 3.01, rerun 10.49 mg/dl. Patient 4 original: 3.58, rerun 8.79 mg/dl. Patient 5 original: 5.26, rerun 9.64 mg/dl. The customer uses a normal reference range of 8.5-10.5 mg/dl. No impact to patient management was reported. No specific patient information was provided.